Event description:
In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of 10 years and 5 months due to recurrent aortic stenosis. According to the op report, the patient has had class 4 symptoms with stenosis of the previously placed edwards bioprosthetic valve. It was felt that valve replacement was appropriate at this time. The patient underwent transapical transcatheter heart valve replacement with another edwards device. The patient was reported to have tolerated the procedure well.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was explanted from the patient; therefore, the root cause of this event could not be confirmed through analysis of the device. There have not been any allegations of a malfunction or deficiency related to the subject device. No further actions are possible with the available information.